Event description:
It is reported that review of the post-op x-ray revealed that the glenosphere had separated from the baseplate. As a result, the patient was revised.

Manufacturer narrative:
This report will be amended when our investigation is complete.